Event description:
According to the reporter, during a mole removal surgery, the surgeon encountered needle breakage. The surgeon immediately searched for the broken needle, reassembled it, and did not use it further. The surgeon then replaced it with a brand new, unopened product of the same lot and specification, and no further issues were found. There was no patient injury.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.